Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-may-2018 with the following findings: the battery compartment was cracked. Moisture was found within the pump. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and moisture was present. This report is made based on results of investigation completed on 15-may-2018.